Event description:
On 02/11/2025, rti surgical, inc. (Rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint of an event that occurred in spain, indicating that a patient underwent a dental procedure with implantation of a puros allograft block (tissue from this donor was not distributed in the us), puros allograft blend cortico-cancellous particulate (mw: 3002924436-2025-0001) and a copios pericardium membrane (this report) on (B)(6) 2024. An allogenic bone block was fixed on two osteosynthesis screws. The patient returned after 2 months due to infection and inflammation with pain. Upon reopening of the site, it was noticed that the block was stable and there was granular tissue between the block and the cortical bone. The puros blend particulate and copios pericardium membrane were reabsorbed. Antibiotics were prescribed (unknown type and dates). A removal date on (B)(6) 2025 was reported. However, it is unknown at this time which grafts were removed. Tmi is requesting additional information from the doctor. A follow up report will be submitted once this information is available.

Manufacturer narrative:
A comprehensive batch records analysis is being conducted. Once the results are available, a follow-up report will be submitted.

Manufacturer narrative:
Tutogen medical gmbh (tmi) conducted a comprehensive records review. There were no departures noted during batch review. To date, neu tutogen has manufactured and distributed a total of 175 grafts specific to copios pericardium membranes. There are four other reported complaints for the same product type. According to records review serial ID (B)(6) met tutogen medical gmbh specifications. Infection is a common postoperative event in oral surgery and is often accompanied by symptoms such as pain and inflammation. Time between the implant placement and development of the reported infection is considered too long to assume that the membrane has caused the infection. Infection is seen as the main cause of reported events while pain and inflammation are considered associated symptoms. It remains unclear, if the membrane was completely resorbed or if residues were removed along with bone material, however resorption is part of the intended remodeling-process and can be completed within the described time period. The reporter announced that no further information will be provided. Batch documentation confirms that the product was manufactured according to all requirements. In sum the membrane is not considered related to reported events.